Event description:
The physician (dr (B)(6)) did fnb procedure successfully at 1st session. But the beginning of 2nd session, needle luer lock couldn¿t be fixed at all. So he withdrew the needle right away and changed another needle but the same situation was happened. He used procore 20g again and case finished. (Totally 4 sessions were performed.) (B)(4) during the lab evaluation of (B)(4) a distal needle break, approximately 6.6cm from the tip of the sheath on the second device, was observed (B)(4). No adverse effects on the patient has been reported. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. 2cm. 4. If not with the device in question, how was the procedure performed and/or finished? The physician used another procore 2 left 2 sessions and finished this case. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? Nurse already checked. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus , gf-uct-260. 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? 14. Was the syringe used during the procedure, after the stylet was removed? N/a. 15. Was difficulty experienced while retracting the needle? N.a. 16. Was it possible to fully retract before removing the needle from the patient? N/a. 17. Was gaining access to the target site difficult? N/a. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was puncture of the target site difficult? No. 20. Was the stylet partially removed when advancing into the target site? No. 21. How many samples were obtained with this needle? One samples were obtained by each needle. 22. Did any section of the device detach inside the patient? No. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Yes, it was. 26. If the device is a procore, is the kink located distally at the notch / core trap? No.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-apr-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot number: c2018034 of echo-hd-3-20-c were returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 15 aug 2023. Visual inspection: stylet not returned. Distal end of needle examined, and needle break observed approx. 6.6cm from tip of sheath (ipe of ruler used ipe0402). Mlla examined and observed to be off centre. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. This file is related to (B)(4) which captures the leur lock being off-centre. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number: c2018034 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2018034. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the distal part of the needle breaking due to device handling when the needle was outside the patient during the process of removing the specimen. It is likely that the needle became damaged while expelling the sample and therefore broke off. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, needle luer lock couldn't be fixed at all. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the distal part of the needle breaking due to device handling when the needle was outside the patient during the process of removing the specimen. It is likely that the needle became damaged while expelling the sample and therefore broke off.